Event description:
During the pfa procedure, after inserting the volt catheter, air was aspirated through the side port, the valve was leaking. The sheath was replaced which resolved the issue and the procedure was completed with no adverse patient consequences.